Manufacturer narrative:
Biomed can duplicate the error during testing. Tf8912 indicates that cuff pressure controller motor is not working properly. Ventilation continues, pressure will be slowly decreasing. A replacement cuff controller has been sent.

Event description:
Hamilton medical ag received the following incident description: per biomed, hospital staff says during ventilation the device alarmed with tf8912, could not be cleared, patient was removed from ventilator and placed on another ventilator. Biomed says this device has gone through preventive maintenance cycle and will not be updated until next pm.

Event description:
Hamilton medical ag received the following incident description: per biomed, hospital staff says during ventilation the device alarmed with tf8912, could not be cleared, patient was removed from ventilator and placed on another ventilator. Biomed says this device has gone through preventive maintenance cycle and will not be updated until next pm.

Manufacturer narrative:
Biomed can duplicate the error during testing. Tf8912 indicates that cuff pressure controller motor is not working properly. Ventilation continues, pressure will be slowly decreasing. A replacement cuff controller has been sent. Hamilton medical ag complaint number: (B)(4).